Event description:
It was reported that the arctic sun device was sent down for flow issues. During functional it was determined that the circulation pump has failed, device was due for 2000-hour service, system hours were 2800. Requested quote for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was sent down for flow issues. During functional it was determined that the circulation pump has failed, device was due for 2000-hour service, system hours were 2800. Requested quote for 2000-hour service. Per follow up information received via mail on 17may2024, it was reported that they were requesting repair for the arctic sun device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.